Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, on anastomosis, the anvil was bent and one of the stitches was not formed correctly. The staple was fixed by over sewing it. The surgical time was extended by 30 minutes or more due to the product problem. Additional operation was done to correct the issue.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, on anastomosis, the anvil was bent and one of the stitches was not formed correctly. The staple was fixed by over sewing it.